Manufacturer narrative:
Device received with damaged cow catcher corners. However, it passed the functional testing.

Event description:
Customer complained about having difference between glucose sensor reading and blood glucose. Customer stated that the sensor would read low glucose but her blood glucose was high. Customer stated she is very concerned for her safety due to the issue recurring. Customer stated she is pregnant and concerned for her health and wanted to return the sensors. She is also getting the insulin pump replaced due to experiencing high blood glucose. Customer has hear that the issues with se sensors are common among users. Customer also stated that issue can be related to the transmitter. Current blood glucose is 191mg/dl. Customer declined to perform troubleshoot on the sensor. Nothing further reported.